Event description:
An alert for high hv lead impedance was observed via merlin.net. During the lead revision the lead impedance was undetermined as all measurements were in range. The lead was explanted when reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.